Event description:
It was reported that the left ventricular (lv) lead exhibited elevated thresholds. Additionally, it was noted that the patient experienced phrenic nerve stimulation due to the elevated thresholds. The lv lead was explanted and replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that during the replacement procedure, the new left ventricular (lv) lead was unable to capture, and the patient experienced phrenic nerve/diaphragmatic stimulation throughout any areas of electrical capture. It was noted that the patient had significant tortuosity resulting in the lead coming out of the vessel. It was also noted that attempts to maintain the lead in the coronary sinus/left ventricle were stopped due to poor substrate and phrenic nerve capture. The lead was not used, and a his bundle lead was implanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. It was further reported that the left ventricular (lv) lead had a sudden rise to elevated measurements.